Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) asked the staff to press the instrument clutch button to remove guided tool change and reinstall the endoscope slowly. The image was good and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to incorrect installation or alignment of the endoscope.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the endoscope image was inverted. The operating room staff attempted to reseat and flip the endoscope, but the issue persisted. The procedure was completing as planned with no reported injury.